Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: slovenia. Suture was too fragile and novosyn torned many times in the middle of the thread and not at the knot, and he was just like he was a naughty man. The patient (B)(6) did not suffer any harm as we changed the sewing material. The patient did not suffer any harm. Surgery was not prolonged for more than 15 minutes.